Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted concurrently with sacrocolpopexy and rectocele repair. It was reported the patient experienced recurrent rectocele and underwent posterior colporrhaphy with perinorrhaphy on (B)(6) 2012. No additional information provided at this time.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. Additionally, it was reported that patient underwent transvaginal excision of mesh erosion and cystoscopy on (B)(6) 2005 and laparotomy with excision of pelvic mesh and vaginal cuff revision on (B)(6) 2011. It was also reported that she experienced pain, erosion of her internal tissues, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was further reported that the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced hematuria.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
It was reported the patient underwent excision of mesh in (B)(6) 2005.